Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that a "speaker malfunction" error message was displayed on the intellivue mx450 patient monitor. The device was not in use at the time of the reported issue. There was no patient involvement.

Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the intellivue mx450 patient monitor indicating a speaker malfunction error and no sound coming from the device. The device was not on clinical use, and there was no patient harm or death involvement during this issue. A good faith effort (gfe) sent confirmed that the customer was alleging no sound coming from the device, and the issue was found during servicing (pms-preventive maintenance service). The rse communicated with the customer regarding the issue. Diagnostic performed found that the reported issue could not be reproduced and the monitor was working as intended. Based on the information available and the testing conducted philips was unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device remains at the customer site.